Manufacturer narrative:
Ps333117. Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare service centre in germany for service, where it was visually inspected by a trained f&p technician. Our investigation is therefore based on the photographs and information provided by our service centre in germany. Results: during the service, the head case of the infant warmer was found to be cracked. Conclusion: during device servicing, it was established that the head of the iw990 infant warmer was cracked. Based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. It must be noted that the complaint device is over twelve years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative that an iw990 wall mount infant warmer was not working properly. Upon device servicing at the regional office, it was discovered that the head case was cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4) the complaint iw990 infant warmer was recently received at the fisher & paykel healthcare (f&p) regional office in (B)(4). We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an iw990 wall mount infant warmer was not working properly. Upon device servicing at the regional office, it was discovered that the head case was cracked. There was no patient involvement.